Event description:
Info rec'd indicates the head of the bed is drifting down after 20-30 minutes.

Manufacturer narrative:
The tech found the CPR valve leaking. The tech replaced the CPR valve to repair the bed.